Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a thal-quick chest tube adapter split. A photographic image provided by the customer shows the tapered connector of the thal-quick chest tube adapter was split. The conditions and circumstances surrounding the event including the date of first use were not provided. There are no reported adverse patient consequences; no additional procedures were required. No further event or patient information was provided. The actual device involved was discarded at the user facility.

Manufacturer narrative:
Investigation - evaluation. The device was not returned for investigation, but based on a picture taken of the used device, the actual failure mode was a crack in the chest tube fitting, not the tubing. The drawing (dwg), material specifications (ms), manufacturing instructions (mi), and quality control (qc) for the tubing were reviewed. The dwg and qc for the chest tube fitting were reviewed. In the qc for the fitting, the overall surface of the chest tube fitting is checked 100% to ensure it's free of debris, cuts and glue. A device history record was unable to be performed due to the lack of a lot number. There was no evidence to suggest the device was manufactured out of specification, nonconforming in house, or nonconforming in the field. The device was not returned for further analysis, therefore, device failure analysis and physical examination of the device used in this case could not be performed. The production documents for chest tube fitting and extension tubing were reviewed since the failure mode was the chest tube fitting cracking. The fitting surface is 100% verified to ensure the surface is clean and free of imperfections and debris. As per the product manager, the adaptor is intended for use with, and only with, a thal-quick chest tube. The product is not intended for use with other chest tubes, i.e. A wayne pneumothorax catheter. Therefore the root cause was determined to be due to use with an incompatible product. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the risk assessment no further action is required.